Event description:
Consumer reported having used the equate antibacterial denture cleanser and broke out in hives over his upper and lower body. In addition, he experienced a swollen tongue and had to be rushed to the emergency room.